Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported repeated 23087 error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed the arm was disabled/abandoned and procedure was completed with 3 arms.

Manufacturer narrative:
An investigation is in progress to determine the cause of reported event. The field service engineer (fse) replaced the proximal set-up joint (suj) and the error was no longer present. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint (psuj) was analyzed and failure analysis investigation confirmed the issue as having occurred in the field via system logs, but was not replicated in house. The psuj was tested on a patient side cart (psc) fixture test platform (pftp) where it passed all tests.

Event description:
Refer to h10/h11 for follow-up information.